Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarm occurred. During a supplies change, the customer observed that insulin drips were not exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was unable to resolved issue. Customer will revert to multiple dose injections for insulin therapy until replacement pump is received. Customer's blood glucose was 310 mg/dl.